Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal system misfired within the loading device. It did not load properly. A new kit was used to complete the procedure. There were no pt effects. The event date is unk, but the incident occurred "some time last week." The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned inside the loading device. The seal and the tension spring assembly were stuck inside the loading device. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, it appeared that the seal did not load properly as it remained in the loading device. The reported complaint "did not load properly" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).